Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned, however a single image of the drill bit was made available. The device appears intact with no obvious damage noted. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been two other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and the primary operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon1 1/8th drill bit snapped while pre drilling hole for tibial headed pin. Seen by surgeon and rep during surgery.